Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification. (B)(4).

Event description:
It was reported that when patient presented in clinic high pacing threshold was observed. Perforation of the myocardium was observed via x-ray. Lead was explanted and a new lead was implanted. Patient was in stable condition prior and post procedure.